Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ monitor/defibrillator indicating that the device fails the self test. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device was experiencing a self-test failure. The customer was informed that the device will pass the self-test by recharging the battery and the customer was informed how to conduct daily operational self-inspections. The issue was determined to be a user issue/misunderstanding on how to properly use and maintenance the device. The device remains at the customer site and is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was due to the customer not charging the battery of the device. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.